Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was blood in the tubing. The customer also had high blood glucose of 474 mg/dl. The customer¿s current blood glucose 162 mg/dl. The customer treated with syringe. The drive support cap was normal. Customer did not allege pump was under delivering. The product was not returned for analysis.